Event description:
Reporter states customer reportedly received results of 44 mg/dl and 97 mg/dl within 10 mins on the advantage system. No low blood glucose symptoms reported with these results. No actions taken based on device results. No adverse event related to the device reported. Requested return of suspect device and replacement was sent.